Event description:
A us distributor contacted zoll to report that a charger/modem was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation, the battery charger was resetting. The cause for the inability to charge was isolated to a corrupted u13 cmos flash microcontroller on the bedside board. The root cause for the corrupted component wa unable to be positively identified. No adverse event resulted form the contaminated charger/modem.